Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient is doing well.

Event description:
The recipient reportedly has medical issues and elected to have the device explanted. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly explanted due to an infection. Additional details regarding the recipient's medical issues will not be provided. The external visual inspection revealed the electrode was severed at multiple locations along the electrode prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.